Event description:
System was explanted and replaced on (B)(6) 2024 with subq system due to (B)(6) 2023 ed visit documenting rv lead with elevated shock impedance and oversensing with aborted shock. Therapies were turned off and pt was given a lifevest during ed visit. There was also note of inappropriate shock in 2015 with previous ICD and same lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 28.5 cm distal to the is-1 connector pin. The proximal fragment and the lead tip were received for analysis. The medial fragment including the rv shock coil was not returned. The insulation was found rubbed through 13.5 cm distal to the is-1 connector pin. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.